Manufacturer narrative:
The complainant did return the impella pump product for analysis. The analysis of the pump found ridges at the tip of the pump's repositioning sheath. This damage is consistent with the described difficult insertion, due to the patient's body habitus. This difficult exchange likely led to the bleeding observed. The failure mode will be monitored and trended for analysis.

Event description:
A patient presented in cardiogenic shock, and had an impella cp placed to hemodynamically support the patient. The access to place the impella was complicated by the amount of adipose tissue in the patient, of a larger body habitus. The team attempted to place the impella cp's repositioning sheath unit after removal of the 14fr x 30 cm introducer, and was unable to so. The team found the pump to be buckling in the longer adipose tissue track. The pump was explanted and the access site was bleeding while hemostasis was achieved by contralateral leg ballooning. In addition, the patient received blood products as a hematoma developed at the site. The patient was supported by an impella pump in the contralateral leg.